Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1yshr, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient noticed her incision appeared to be open and she could visualize the battery. She notified her healthcare provider and had the device was explanted. No troubleshooting was performed and the patient denied having any falls. No further complications were reported.